Event description:
A hospital reported to our distributor that the water inside the mr290ef humidification chamber exceeded the limit line because the water control float did not work properly. No patient consequence was reported.

Manufacturer narrative:
The complaint device was visually and mechanically examined. Results: the humidification chamber was turned upsidedown, both floats remained pressed to the aluminum base. A large bow was found in the side of the aluminum base to the right of the hinge bracket. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the mr290ef humidification chamber can overfill if both the primary and secondary floats become jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. We have received other complaints of floats mechanism with an occurrence rate of approximately 0.0028% worldwide for the last year. We have an open CAPA to address this issue, and put measures in place to reduce and/or prevent recurrence in the future.